Manufacturer narrative:
The device was returned for evaluation. Complaint of short circuit detected error message could not be reproduced. Product passed functional testing and 8 hour burn-in. No power loss or system errors occurred during functional testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time.

Event description:
During a knee procedure the customer reports receiving a short circuit error message. A back up device of the same kind was available for use. No patient or user injury report.